Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm when he was trying to change the reservoir and tubing. The customer stated the device was not squirting insulin out during manual prime process. The device was dropped once prior to the alarm and the drive support cap appears sticking out. Customer stated that the insulin was squirting out during the manual prime process. Customer stated insulin continues to drip after motor stops during the manual prime process. Customer stated they were unable to exit the preparing to prime loop. Customer states the rewound message occurred after an alarm or alert. Customer states they were stuck in rewound. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.